Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
1) b5 verbiage: - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, no foam particles were found within the device. The device was corrected following the evaluation. 2) in this report there is an additional information updated for device evaluation at third party service center. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are also updated in this report.